Event description:
It was reported that the balloon sheared off and adhered to the guidewire. The balloon and guidewire were removed. No pt injury was reported.

Manufacturer narrative:
The lot history records have been reviewed and the product was found met all release criteria. The sample has not been returned for evaluation to date. Based on the info rec'd, the results are inconclusive and the root cause of the event is unknown.